Manufacturer narrative:
Clinical evaluation performed by medical affairs department: a revision surgery was performed due to a periprosthetic infection, after the primary total hip arthroplasty (tha). The available x-ray does not show definitive signs of infection or mobilization, but it is unclear whether these images were taken pre-revision or during a previous follow-up. We cannot conclusively determine their relevance to the present complaint. However, infection is a known possible adverse event following any surgery, including tha. At this time, there is no reason to suspect that the cause is related to the implanted devices. Other devices involved: cup: versafitcup unknown versafitcup size and type unknown lot. Unknown. Liner: cc e cc light unknown versafitcup liner size and type unknown lot. Unknown. Ball heads: mectacer unknown medacta ball head size and type unknown lot. Unknown.

Event description:
Revision surgery of the hip for infection. All devices revised successfully. No additional info available. Primary surgery date is unknown.